Manufacturer narrative:
The following devices were also listed in this report: primary tritanium hemi cluster hole cup 52mm; cat# 502-03-52d; lot# 6h8mk3. Acetabular dome hole plug; cat# 2060-0000-1; lot# 3y737r. 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# ll2n29r. 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# am779l. 6.5 cancellous bone screw 35mm; cat# 2030-6535-1; lot# mnp8pl. Size 4 accolade ii 132 deg; cat# 6720-0435; lot# 57478305. Alumina v40-femoral head 36mm, -5mm nk; cat# 6565-0-036; lot# 51202401. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
Patient called and stated that she had a left hip replacement on (B)(6) 2017. She stated that she is extremely allergic to nickel. She started experiencing symptoms on or about (B)(6) 2017. She is experiencing rashes, burning sensation and numbness in her hip. She also is experiencing insomnia, tiredness, weight gain and bursitis.